Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported malfunction. It was determined the cause of the reported event was due to the user not properly performing a 30 joules self-test with paddles. Analysis of reports of this type has not identified an increase in trend.